Manufacturer narrative:
One opened and used sensor was inspected and the needle was found separated from the sensor base. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used. Complaint is against the serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the hub serter isn't inside the serter. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor fell aprt when he put it in his serter when he pull it out. The customer doesn't want to go through it. The customer has experienced this behavior with multiple sensors. The customer was advised to return the serter and complete sensor.